Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: technical default error nos 249004, 249010, 249011, 249013.

Event description:
The following was reported to hamilton medical ag: unit stopped during ventilation. Loud noise present with several tf. Unit was replaced for another c6. The unit is not able to ventilate, pass the initials tests. In service software, not able to pass the blower tests. Pictures, videos and logs attached.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation confirmed that the root cause of the incident was a defective blower module (part n° msp160554). The logfile analysis also confirmed the technical faults described by the customer (446029, 431001, 1746004, 1446029, 1485001) and the subsequent ambient mode (stop of ventilation). The service technician replaced the defective blower module and successfully tested the device. Although the replacement of a ventilator is a routine procedure for the medical staff - in a worst case scenario - a deterioration of the state of health of the patient cannot be excluded. Therefore, this case was assessed reportable.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical default error nos 249004, 249010, 249011, 249013.